Manufacturer narrative:
The customer did not provide the reagent lot number of the architect hbsag qualitative ii confirmatory assay in use at the time this issue was reported. A review of complaint tracking and trending metrics was performed and identified no related adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation for this product. However, no ticket search, testing or review of batch records could be performed. The architect hbsag qualitative ii confirmatory assay package insert and the architect system operations manual contain information to address the current customer issue. Based on the information obtained through this evaluation and the information from the customer site, there is evidence to reasonably suggest that a product malfunction occurred. In this particular case, there is no evidence in the complaint text in relation to the completion of a duplicate retest for the initial (B)(6) results. The initial (B)(6) results were not confirmed using the confirmatory assay and therefore the results are initial (B)(6) not confirmed. No systemic issue or product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 02g23, that has similar products distributed in the us, list numbers 01l81 and 04p54. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports the following for a (B)(6) female oncology patient diagnosed with (B)(6): in 2015, the architect hbsag assay result for this patient was (B)(6) with an (B)(6) result of (B)(6) and a (B)(6). On (B)(6) 2017, the architect hbsag qualitative ii assay result was (B)(6). (B)(6). The architect qualitative ii confirmatory assay generated a (B)(6). A second sample was then taken and generated the following results on (B)(6) 2017: architect hbsag qualitative ii assay result of (B)(6). Architect hbsag qualitative ii confirmatory was performed on this second sample with the following results: (B)(6) and not confirmed. (B)(6) were also performed with not confirming results. The customer believes that the architect hbsag qualitative ii confirmatory assay is generating (B)(6) results. There is no impact to patient management reported.